Manufacturer narrative:
(B)(4). Concomitant therapy: item#: 00882100600, power supply, elec. Dermatome, lot#: 60282168, serial#: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on october 10, 2019 revealed that the motor ran slow and erratically. The device was within calibration specifications at all tested thickness settings. Repair of the electric dermatome was performed by zimmer biomet surgical on october 10, 2019 which included replacement of the motor, power cord, power switch and bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor ran slow and erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during testing the week of (B)(6) 2019, there was no power when turned on. There was no harm or injury and no delay in surgery. During the investigation, it was revealed that the motor ran slow and erratically. No adverse events were reported as a result of this malfunction.